Manufacturer narrative:
Customer did not provide lot number of the home test and didn't replied to our e-mails.

Event description:
False negative result(s). The white box flowflex covid antigen tests have tested negative on every occasion. Simultaneous. Testing with other brand yielded positive tests which were confirmed at urgent care. FDA safety report ID# (B)(4).MDR# (B)(4).